Manufacturer narrative:
The customer¿s report of ¿cut¿ (separated) IV tubing was confirmed. Upon receipt, the IV set was completely separated at the engagement between the lower fitment and the lower half of the IV tubing the set was missing 2 clamps: the small slider clamp which is usually found below the silicone pump segment; and the white clamp which is usually attached to the lower fitment. The site of the tubing separation was examined by microscope and appeared to be a smooth, clean cut. Microscopic examination did not reveal the presence of any solvent on or near the area of engagement between the lower fitment and lower half of the IV tubing. Functional testing was not possible because the set was cut in half and the lower fitment clamp was missing. The root cause of the 'cut' (separated) tubing was determined to be a lack of solvent at the engagement between the lower fitment and bottom half of the IV tubing.

Event description:
The customer reported that the clamp on a primary IV tubing set broke and cut the tubing causing a small amount of the antibiotic medicine to leak out. The nurse used a new IV tubing set to infuse the remaining medication. The customer reported no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.